Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the monitor wasn't bright. Further information was provided that the screen was blank. There was no adverse patient impact reported.

Manufacturer narrative:
The power pca was returned for failure analysis. During lab test, the reported problem could not be verified or duplicated. No fault was found with this power board. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.